Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01404 & 01405).

Event description:
It was reported that reamers were found to have loose handles. The reported issue with the instruments did not take place during a procedure and none of the products were first time use.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to instrument wear and misuse.